Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which diagnostic service was received. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device quality inspection failed. There was no patient involvement.